Event description:
Pt was using bausch & lomb moisture loc solution for contact lens. Pt presented with severe, non-resolving left eye irritation. He was treated with drops prior to our evaluation, but no improvement. Pt presented with foreign body sensation, redness, pain, swelling in the left eye - on examination - a corneal ulcer/infiltrate was noted on left eye.